Event description:
It was reported that after an unk procedure, there was a prolonged postoperative period due to air leak. Resolution of air leak greater than 8 days.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is the lot/batch number? Was an interoperative leak test performed? For how long after the procedure, did the patient experience an air leak? Were there any issues experienced with the device in the initial surgical procedure? What was the quality of the lung tissue observed at the time of the procedure? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Were there any patient factors (smoking, steroids, etc) that lead to the post op complications? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.